Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's stimulator did not work and they needed an MRI. Their stimulator would not charge and they were unable to get an MRI because they could not put it in MRI mode. No symptoms were reported.